Event description:
It was reported that the patient had a methicillin-susceptible staphylococcus aureus (mssa) driveline infection with bacteremia being treated by antibiotics. The patient developed a pulmonary septic embolus. Palliative measures were implemented. The patient passed away due to septic embolic event on (B)(6) 2025. The outcome was considered to be device or therapy related. An autopsy would not be performed, and the pump would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the first known positive culture was on (B)(6) 2024. There were no changes to anticoagulation that may have contributed to the outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pulmonary septic embolus could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including thromboembolism and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists infection and thromboembolism as potential late postimplant complications. This section, under "anticoagulation", also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.